Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this left ventricular (lv) lead presented with high pacing threshold measurements at 7.0 volts in all pacing configurations. As a result, the physician decided to pace in the right ventricular only. There were no allegations against the functionality of the lv lead. No adverse patient effects were reported.